Event description:
It was reported that the patient presented to the emergency department due to shocks from their implantable cardioverter defibrillator (ICD). Technical services (ts) was contacted, and ts discussed that the shocks were likely for non-sustained ventricular tachycardia (nsvt) or ventricular tachycardia (vt) storm. The ICD would detect the nsvt, divert the charge due to nsvt self-termination, followed by redetection and delivery of a 41 joule shock. There was also an episode with one undersensed beat. Ts discussed programming options with the field representative. The ICD system remains in service. No adverse patient effects were reported.